Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. The valve holder was received attached to the valve with one suture tip exposed and one suture tip inside the back of the stent post cloth. The right left and left non-coronary stent posts were deflected inward with touching stent posts. The valve holder appeared intact; there was no evidence of damage on the valve holder. A model 7639 valve handle was rotated clockwise into the threaded opening of the holder; no anomalies were noted. The valve holder was removed from the valve; one suture was cut during analysis.the rotor was removed from the holder for further observation. The sutures around the rotor were curled suggestive of sutures wound during cinching of the valve. Under magnification, two tips of the sutures were broken rather than cut. Necking or reduction in diameter is noted adjacent to the break. The break surface of these suture tips is consistent with historical events that indicate the valve holder was over-ratcheted. The cut suture end appeared smooth. During the inspection, and under magnification, multiple, amber-colored spots were noted along the sewing ring. The cloth was pulled back, amber-colored aoa (amino oleic acid) micelles were revealed. The device history review was performed on the device; there were no issues identified during manufacturing that could have impacted this event. There was one non-conformance (ncmr) reported. The ncmr identified was reviewed and it was concluded that it was unrelated to the complaint. The device was manufactured per approved and released manufacturing processes and the device met all applicable manufacturing specifications prior to release for distribution. Manufacturing has been notified of aoa residue. There was no patient involvement and the valve was not implanted. Ratchet/deflection suture breaks during use is a known failure mode and is addressed in the current risk management file. Trends for these event types are being assessed and no further action is recommended at this time. This investigation was completed with the information that was provided, if additional information is received, this investigation will be reopened if deemed necessary. Medtronic will continue to monitor field performance for similar events should they occur. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this 29mm mitral bioprosthetic valve, it was reported that the cinch mechanism was broken. It was also reported that the cinch mechanism either had a broken suture or was over tightened. There was no patient involvement.